Event description:
To be cancelled as a duplicate

Manufacturer narrative:
Follow up MDR for correction - duplicate complaint. Following the submission of the initial MDR, it was determined that this complaint is a duplicate to (B)(4) . This complaint will be cancelled and the associated MDR will be void.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# 305197 batch# 3320201. It was reported by customer that one needle with a bent tip, and two broken/cracked needles. Verbatim rcc received a complaint via email. I received 6 more boxes with this same lot# 3320201, I have copied henry schein for replacements.  I thought I would give them another try, but first thing this morning this one again is broken in half but still attached and it shot chemo everywhere.  We don't notice it because of the cap and not until the needle is already in the vial.  I think this lot# 3320201 needs pulled from stock.